Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient had an adrenalectomy and the implantable neurostimulator (ins) was "fried" or damaged during the surgery. The patient was without therapy for a period of time and had chronic nausea and vomiting until the ins was replaced. They had limited details, but thought it occurred back in 2013. It was noted that the ins was replaced and the therapy was restored. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp noted that the patient had not been seen in their office since 2013. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.